Event description:
It was reported that the patient experienced deflation issues, inflation issues, mechanical issues, and pump not operating as expected with an inflatable penile prosthesis (ipp) leading to a replacement surgery. No patient complications were reported. No further information has been received to date.

Event description:
It was reported that the patient experienced deflation issues, inflation issues, mechanical issues, and pump not operating as expected with an inflatable penile prosthesis (ipp) leading to a replacement surgery. No patient complications were reported. No further information has been received to date.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. It was noticed that the first cylinder outer tube and fabric tube were detached by the proximal end of the cylinder. Additionally, the outer tube had wear from input tube wear and the inner tube had a hole that led to a leak from fatigue. The second cylinder had a hole caused by wear against the kink resistant tubing (krt) by the proximal end of the cylinder as well as broken fabric threads. Visual inspection of the pump did not identify any anomalies. Upon functional testing, the pump performed within specification. The reservoir was visually inspected revealing holes in the krt consistent with sharp instrument damage likely occurring upon explant. Additionally, the component had wear at a fold in the shell; however, no leaks were identified due to the wear. Based on the information available and analysis results, the reported allegations of inflation issues, deflation issues and the device not working as expected were most likely related to the leaks identified in the cylinders. A conclusion code of cause traced to component failure was assigned to this investigation.